Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin lacerations cannot be ruled out. The fall and loss of consciousness were unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 58-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient's spouse informed novocure that the patient had slipped and fallen on ice the previous evening. As a result of the fall, the patient sustained two lacerations to the back of his head, which required cleaning and suturing at the hospital. Due to a brief loss of consciousness, the patient was kept under hospital observation until the morning on (B)(6) 2026. Optune gio therapy was temporarily discontinued for wound healing and suture removal. The log file indicates that the patient was likely receiving optune gio therapy at the time of the incident. The prescribing physician preferred not to be contacted for further information.